Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient presented with preoperative diagnosis of: l4-l5 and ls-s1 degenerative disc disease; lumbar spondylosis; lumbar foraminal stenosis, l4 to s1; lumbar radiculopathy; low back pain and underwent: l4-l5 decompressive laminectomy; l5-s1 revision bilateral hemilaminectomy and foraminotomy; l5, s1 right-sided trans-pedicular/extraforaminal decompression; l4 to s1 posterior spinal fusion with instrumentation; l4-l5 and l5-s1 application of peek interbody cage; application of structural allograft; application of local auto graft; intraoperative fluoroscopy; application of bone morphogenic protein. Instrumentation used: pedicle screw system; peek interbody cage x2 operative indications: patient presents with significant back and lower extremity symptoms and continued pain. Per operative report, ¿¿.an 8 mm peek interbody cage packed with bone morphogenic sponge and local bone from the decompression was impacted into the disc space at l5 ¿s1. Lateral x-ray confirmed this in good position. At this point, additional local bone was packed in behind the cage in the disc space. At this point, l5 right-sided transpedicular/extraforarninal decompression was performed getting out laterally into the neural foramen. A # 11 blade made an annulotomy for the transforaminal lumbar interbody fusion at l4-ls similar to what was performed at l5-s 1. The l4-l5 disc was completely removed. The endplates prepared with ring curette, rasp, and pituitaries. At this point, a 10 mm peek interbody cage packed with bone morphogenic protein sponge and local bone from the decompression was impacted into the disc at l4-l5. Additional bone was packed in front prior to placing the cage and behind the cage after the cage was impacted. Lateral x-ray confirmed the cage had been rotated completely but yet still in good position. Additional bone was packed into the disc space behind the cage. Bone morphogenic protein sponge wrapped around structural allograft chips were then packed in as burritos into the posterior lateral gutter between l4 and transverse process from sacral ala bilaterally. At this point, the remainder of the bone from the decompression as well as some allograft chips was packed into the posterior lateral gutters. Patient tolerated the procedure well.¿ patient alleges unspecified injury due to the use of rhbmp-2.